Manufacturer narrative:
Our investigation of lot s11078 includes: method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s11078. Results: review of the device history records revealed no deviations associated with the production of lot s11078. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. To date, 2 other complaints were reported to lifecell against lot s11078 (post-operative suture pull-through that is not related to this event; temperature monitor alarm that is also unrelated to the event). (B)(4). Conclusion: the device was not returned for evaluation and a relationship cannot be determined since no root cause could be established. Based on the information as provided, review of lot processing information with no deviations in association with the lot, and a query of the complaint system with no other similar complaints against the lot, it is unlikely that the device contributed to the event. However, the patient's history, including condition at the time of surgery, may have contributed to the event. Device not returned for evaluation.

Event description:
Initially, laparotomy with sigmoid colostomy was performed to explore for metastatic colon cancer, lysis of adhesions and peritoneal cultures. Following bridge repair of the abdomen with the strattice device, the patient presented with wound dehiscence and serous drainage 5 days post operatively. The strattice device was found to have torn away from intact fascia and was explanted. Reinforcement was performed with a like device and drains were placed. The patient was transferred to hospice on (B)(6) 2013.